Event description:
It was reported that the customer was trying to change the battery in their pump and they were not able to get any power to the device. Customer was using energizer alkaline batteries. Customer tried three batteries from different boxes. Customer stated that they were in their expiry date and there was no sign of corrosion or damage to the battery compartment cap. Customer did not want to wait for a new battery cap as they though it would not resolve the issue. It will be replaced on this occasion. No additional information provided.

Manufacturer narrative:
Findings: pump received with normal operating currents. No unexpected off no power alarm or blank display anomaly noted. However moisture damage found on the lcd board. Pump received with cracked display window corners, reservoir tube lip, scratched lcd window.(B)(4).